Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have scratch marks and abrasions on the blades. Both of the blade edges were scratched, which caused the blades to stick slightly when opening and closing. Scratches or abrasions to the mcs instrument blades are deemed cosmetic damage. The probable root cause is attributed to damage during reprocessing, which may include improper cleaning of the mcs tips with steel bristled brushes or other abrasives.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury.